Manufacturer narrative:
Preliminary testing by the field service engineer (fse) found that the pump passed testing. The pump has been returned for investigation; however, the full investigation is not yet completed.

Event description:
The event involved a plum 360 that the customer reported to have over-delivered or overflowed during infusion on a patient. An infusion of zosyn 3.375 g in 50 ml normal saline (ns) was started at 09:57 and was supposed to have a duration of over 4 hours. The pump was beeping after 30 minutes and the nurse discovered that the bag was empty. There was no alarm message noted in the display. The settings on the pump were inspected which seemed correct. It was also noted that the volume infused was just over 6ml as indicated on the pump. There was patient involvement; however there was no medical intervention required and there was no human harm reported.

Manufacturer narrative:
The investigation summary was updated with the following information: the event alarm log (eal) report was evaluated for therapies in the morning of 22-feb-2022. The eal report shows a concurrent therapy started on line b with piperacillin/tazobactam with an initial vtbi of 50.0 ml and rate of 14.9 ml/hr. Line a was programmed for IV fluid with vtbi of 500 ml and rate of 125.0 ml/hr. Line a was stopped and restarted several times, following the above therapy the pump was powered off and on and the active cca was changed from ed adult to ob. The pump was powered off and on again without running a therapying the ob cca and the cca was changed to med/surg. A therapy was programmed and started on line a for piperacillin/tazobactam with a vtbi of 50.0 ml and a rate of 12.5 ml/hr. A therapy was programmed and started n line b for IV fluid with a vtbi of 500 and a rate of 125 ml/hr. In conclusion, the therapy drug bag went dry and a proximal air in line alarm was issued at 10:48:32 because the the user programmed the b line with the dose and rate intended for line a. The pump performed as designed and the complaint was not confirmed. Additional entries can be found in a5 and a6. Updated information can be found in h6, investigation conclusions codes.

Manufacturer narrative:
The customer's complaint could not be confirmed. The pump passed self-testing during investigation. Before any repairs were conducted and prior to changing any of the customer's delivery settings on the device, the following testing was performed: test #1: the rate of 100 vtbi of 10, programmed in piggyback mode on both a and b lines. Line b finished first after delivering 10 ml of solution. Then the pump stopped delivering and switched back over to line a. Device alarmed after delivering 10 ml of solution on line a. The device was set to run at rate, so the device continued to run even after the programmed vtbi amount was reached. The device was manually stopped by technician. Device delivered 20.10 ml. Delivery accuracy of 99.5 %. Test #2: rate of 200 vtbi of 10, programmed in piggyback mode on both a and b lines. Line b finished first after delivering 10 ml of solution. Then the pump stopped delivering and switched back over to line a. The device alarmed after delivering 10 ml of solution on line a. The device was set to run at rate, so the device continued to run even after the programmed vtbi was reached. The device was manually stopped by technician. Device delivered 20.20 ml. Delivery accuracy of 99.0 %. Test #3: rate of 250 vtbi of 10, programmed in piggyback mode on both a and b lines. Line b finished first after delivering 10 ml of solution. Then the pump stopped delivering and switched back over to line a. Device alarmed after delivering 10 ml of solution on line a. The device was set to run at rate, so the device continued to run even after the programmed vtbi was reached. The device was manually stopped by technician. Device delivered 20.39 ml. Delivery accuracy of 98.08 %. Test #4: rate of 50 vtbi of 10, programmed in piggyback mode on both a and b lines. Line b finished first after delivering 10 ml of solution. Then the pump stopped delivering and switch back over to line a. Device alarmed after delivering 10 ml of solution on line a. The device was set to run at rate, so the device continued to run even after the programmed vtbi was reached. The device was manually stopped by technician. Device delivered 20.18 ml. Delivery accuracy of 99.1 %. Test #5: rate of 12.5, vtbi of 50 ml programmed to run for 4 hours. Programmed to run only on line a. The device alarmed after delivering 50 ml of solution on line a. The device was set to run at rate, so the device continued to run even after the programmed vtbi was reached. The device was manually stopped by technician. Device delivered 49.94 ml. Delivery accuracy of 99.8 %. Test #6: rate of 500, vtbi of 200. Programmed to run only on line a. The device alarmed after delivering 200 ml of solution on line a. The device was set to run at rate, so the device continued to run even after the programmed vtbi was reached. The device was manually stopped by technician. Device delivered 203.10 ml. Delivery accuracy of 98.47 %. Test #7: line a (piperacillin/tazobactam) rate 12.5, vtbi of 50 for duration of 4 hours. Line b (IV fluid plain) rate of 125 vtbi of 500 also for a duration of 4 hours. The device was programmed to run in concurrent mode. Both a and b lines together. Device delivered programmed amount of solution. Device alarmed at the end of the protocol with rate, device is set to run in rate meaning that the device keeps delivering at the rate programmed even after the desired vtbi or duration has been reached. The device was manually stopped by the technician. Device delivered a total of 547.41 ml of solution. Delivery accuracy of 99.52 %. The pump passed all 7 tests that were performed to attempt to duplicate the customer's complaint. The average of the volume accuracy tests conducted is 99.06 %. The device passed all performance verification (pvt) testing. The probable cause for the customer's complaint of the device inaccurately over delivering could not be found. Note: the customer's default settings were set to rate and most of the scripps devices are set to rate. Therefore, the device continues to deliver at the programed rate even after the targeted vtbi is reached unless it is manually stopped.